Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units safety disk is cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. During evaluation the fse observed that the crm was physically damaged and the front bezel pulled away. Per, fse, the crm was physically damaged by customer. In order to resolve the issue, the fse replaced the crm and performed all pneumatic leak tests. Unit passed all functional and safety tests per factory specifications and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received crm assembly, with a reported unit failure of a damaged crm. The fat performed a visual inspection and found the part to be physically damaged. Fat was able to verify the reported issue.